Event description:
During surgery, the flipcutter drill tip broke off. New flipcutter drill opened and tip again broke off. Note rep took the devices. 21r32 exp date 6.30.26 and 21m02 exp date 3.31.26. Please know, the broken tip is a retained surgical item- intraoperative fluoroscopy showed drill bit was intraosseous and not within the joint.